Manufacturer narrative:
Device was forwarded to the supplier for investigation. Investigation results are as follows: visual inspection confirms the cable is stuck between the collet and the tensioner housing. Upon destructive testing, it was identified that the internal spring contained within the assembly has visible deformation to it. A DHR review was conducted and found that the device met specification prior to shipping. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Supplier : (B)(4). This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 15, 2015. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it is reported that during surgery to treat a periprosthetic femoral fracture on (B)(6) 2017, the cerclage cable was inserted in a wrong direction. The surgeon was inserting the cable by using a cable tensioner and the cable couldn¿t be pulled out. The reason for this issue was reportedly because the surgeon should have inserted using 0 kg of tension but he turned the knob on the cable tensioner clockwise until there was 20 kg of tension. Moreover, it¿s likely the cable got entangled in the tensioner in question because the surgeon turned the knob back to 0 kg although the cable was still in the wrong direction. The surgery was extended for 30 minutes. There was no adverse consequence to the patient reported. The patient and surgical outcome are not available for reporting. Concomitant device: 1x unk cable. This report is 1 of 1 for (B)(4).